Event description:
The suspect serial cable was received on 02/17/2016. Device analysis is suspected but has not been completed to date.additionally it was noted that no patients were affected by the suspect device.

Event description:
Product analysis for the returned serial cable was completed. Analysis found that the cause of the mechanical problem was associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported the physician's tablet was having difficulties interrogating a generator. The company representative performed troubleshooting and found the cause of the "error establishing communication" code was due to the serial cable as the physician's programming wand and programming computer were able to interrogate the generator with no issues while using the company representative's serial cable. Attempts for additional relevant information have been unsuccessful to date.